Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room experiencing pectoral muscle stimulation. Upon interrogation, no electrical anomalies were noted. The device was reprogrammed to high output unipolar atrial pacing when the patient experienced a violent chest jump which looked as if the patient had been shocked, the patient seemed to be in severe pain. At that point the physician deactivated the a cap confirm and v auto capture. The patient also performed isometrics and no anomalies were noted. No additional information was available at this time.